Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat # 6260-9-126, lot# unk, description: 26mm std lfit v40 head. Cat # 1059-4512, lot# unk, description: accolade distal spacer medium-standard. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that,"pt is having a lot of pain and she is itching a lot in her sacrum area and it makes her urinate when she scratches that area."